Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Also, the dentist has selected an implant design which was not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after nearly 1 month dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type ii, immediate implant and immediate load were performed, bone graft was executed, trauma over the implant has happened and fenestration occurred during surgery.